Manufacturer narrative:
The field service representative (fsr) was able to verify the reported issue. He replaced the snap ring, greased the occlusion knob, and it was still getting stuck. He returned the defective unit to manufacturer for further evaluation and repair.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occlusion knob was stuck. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the slot of the gut adjustment screw to be work and catching the dowel pin of the tube clamp assembly and intermittently seizing the occluder know. The service repair technician (srt) replaced the gut adjustment screw along with the top and bottom bearings. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
As a result, an alternate device was employed.